Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). On an unreported date, the patient had peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (4 times daily) for the peritonitis. The patient was discharged from the hospital and had not yet recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was clarified that this case was received only from a nurse. The consumer was not a reporter.